Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: bp1a.250505.005.b1, smartphone hardware: pixel 7, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they followed the normal activation process and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. A rotation sensor malfunction was observed in the download data which caused first prime to end early and as a result the firing flat to not be properly lined up by the end of second prime in order for the pod to deploy. The pod was rerun successfully and delivered a 5u bolus and the rotational sensor malfunction was not replicated. Inspection of the commutator cap and rotational sensor assembly found no damages or manufacturing defects that would result in a rotational sensor malfunction. The observed rotational sensor malfunction was confirmed to be the root cause of the reported needle mechanism failure. The exact cause of the rotational sensor malfunction could not be determined.